Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the insulin pump alarmed battery out limit. Customer stated that she took out the battery and reinserted another battery and still getting the alarm. Customer stated that she has not been wearing the insulin pump since (B)(6) 2014 due to she was hospitalized for low blood glucose and bladder infection. Troubleshooting was done. Customer's blood glucose was 163 mg/dl. Advised the customer that battery cap would be replaced. No further information provided.